Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to flattened (creased) escape button dome switch. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 330 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.